Event description:
The doctor reported 13 different incidents in which the product was not absorbed by the body and bone growth did not occur. The site had to be re-grafted.

Manufacturer narrative:
The product did not disolve or absorb into the body.